Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The peritonitis was manifested by cloudy effluent and abdominal pain. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated vancomycin injection (1gm every fourth day, ongoing, route not reported) and meropenem injection (1gm intraperitoneal daily, night dwell, ongoing). Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the peritonitis event. The patient has been retrained for proper aseptic technique. No additional information is available.